Event description:
A malfunction alarm was reported when a temperature alert occurred as the pump was left in the bathroom while showering. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.